Event description:
Event description boston scientific received information that this left ventricular pacing lead exhibited pacing impedance measurements greater than 2000 ohms. The lead is capturing at high outputs. Boston scientific received subsequent information that the lead exhibited loss of capture.